Manufacturer narrative:
The device is expeced to be returned for investigation. It has not yet been received.

Event description:
The customer contact reported an unrequested bolus dose was delivered. The device was programmed in the pca only mode to deliver morphine 1mg/ml, with a 1 mg pca dose, a 6 minute patient lockout and a 20mg 4 hour limit. At an unspecified time, the device alarmed and at this time the nurse noted the device display was incrementing a 1 mg dose delivery. The patient pendant had reportedly not been pressed. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.